Manufacturer narrative:
(B) (4)

Event description:
It was reported that during an pelvic evisceration procedure, air leaked. When a forceps was in and out, the air leak sound was heard. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Event description:
On january 7, 2010, the facility representative reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the pumphead module keypad is working. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. On january 8, 2010, additional information was obtained from the customer: the malfunction should be the pump head module keypad is not working, including the open and stop button. Customer stated that the pump malfunction occurred on the floor but did not know during what process step it occurred. The device was brought to the biomed department where the device was tested. Customer stated that he tried to open the channel with the open button and when it did not respond he opened the channel manually with the manual tube release (mtr) knob, where he manually loaded the tube. Customer then tried to stop the infusion but the stop button would not respond either. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump head module keypad is not working, including the stop and open button was confirmed. The reported condition was due to the pump head module keypad ribbon cable is cut. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).